Event description:
Caller alleged discrepant results compared with inratio. Results as follows: date: (B) (6) 2010, inratio test 1: 2.2, inratio test 2: -. Date: (B) (6) 2010, inratio test 1: 1.2, inratio test 2: 1.9.

Manufacturer narrative:
Investigation pending.